Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag, (B)(4). The returned sample was analyzed in the laboratory. Gas transfer and blood side pressure drop testing was performed. Gas transfer testing results for the returned sample were comparable to those of a test specimen. The pressure drop at maximum flow rate of 7 lpm was 94 mmhg which is close to the upper limit of 100 mmhg but still within the specification. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, at the university hospital (B)(6) in (B)(6) it was reported that 20 minutes after initiation of bypass the delta p on the quadrox-I oxygenator without filter (lot number 70078739) was 270 mmhg. After 35 minutes, the delta p increased to about 300 mmhg. The customer elected to replaced the device after which the delta p was within the range of 30-60 mmhg. There was no patient impact. Reference: complaint (B)(4).